Manufacturer narrative:
A review of tickets for similar complaints found no additional complaints and no trends were identified for the issue. A search by reagent lot and file testing was not performed as the lot number was unknown. Return testing was not completed as returns were not available. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of product labeling revealed adequate labeling for the handling of calibrators, reagents, samples, interpretation of assay results, and troubleshooting this complaint issue. Per the information in this investigation, an exact cause could not be determined for the high results. Based on the investigation no product deficiency was identified for the architect c8000, serial number (B)(6).

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. There was no additional patient information provided by the customer.

Event description:
The customer reported falsely elevated potassium (k) results on one patient generated on the architect analyzer. The results provided were: sid (B)(6) = 6.9 / 4.5mmol/l (normal range 3.2-5.1mmol/l). There was no reported impact to patient management.